Event description:
A malfunction was reported on the pump, with no notable events occurring prior. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was informed to continue using the pump and to call back if any issues arise.